Manufacturer narrative:
Additional information was received from the customer: the device fragment fell inside the patient during a dissecting task. The surgeon believes the issue may have been caused by either a product quality problem or unintentional contact and collision between instruments. No issues with the instrument's functionality were noted during the procedure. The fragment did fall inside the patient during an instrument tip or accessory collision. The assistant doctor retrieved the fragments, and by comparing the stumps, it was confirmed that all fragments had been removed. No additional surgical procedure was required for fragment removal. The procedure was completed robotically, using an additional harmonic ace instrument as a backup. No patient injury was reported, and the patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.25" from the base and the broken piece was returned. Components adjacent to the broken blade did not show damage. Broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of this harmonic ace instrument suddenly broke and a fragment fell inside the patient. The broken part was removed from the patient's body during the same surgical procedure. The nurse reported that no instruments collided with each other during the operation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. A review of two images provided by the customer shows the curved blade of a harmonic ace instrument that is broken off.